Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
(B)(4). Additional information was received that the device was not returned for reliability analysis, therefore, no analysis was performed as previously indicated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had different longevity than expected. The health care provider (hcp) indicated that the last gas gauge checked was less than six months and recently was approximately 1 year to explant. Boston scientific technical services (ts) discussed with health care provider (hcp) the monitoring voltage and was advised to check again the device after a couple of months. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.